Event description:
Discrepant results were obtained on the suspect device when comapred to a lab. The device result reported was 1.9 inr and the lab 3.0 inr. This occurred with two pts and the same results. The device was replaced and requested to be returned for evaluation.